Event description:
Caller reported a cartridge alarm, specifically alarm 20. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact on the customer's blood glucose level. The technical support team resolved the situation by sending a replacement pump and advising the caller on steps to take upon receiving the new pump, including putting the faulty pump into storage mode and returning it to tandem via ups. The customer planned to use multiple daily injections as a backup therapy in the interim.